Event description:
It was reported that the video would flicker and the system would go to maximum technique. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that there was a poor connection at the video camera and the system would go to maximum to try to compensate. The system was tested and found to be working as intended and placed back into service. It is unlikely for a pt to be injured due to the additional dose of radiaton of such unwanted x-ray radiation in a normal condition. The dose of radiation at maximum is within the FDA regulatory control limits.